Event description:
Inserter threaded medtronic 2980001 instrument. Instrument description; one ended open lumen with inserter in middle of lumen, other end closed. Manufacturer's instructions on cleaning and decontamination does not specify any special cleaning instructions for this instrument.central supply tech noted debride in open end lumen but was very difficult to clean due to inserter in middle. Therefore, an allen wrench was obtained and the instrument dissassembled. Entire inner surface was coated with blood and debris. Instrument cleaned and reassembled. Reassembly, however, may not allow a precise fit/realignment.====================== health professional's impression======================do not think design of certain instrument allows break down for proper decontamination of a partial cannulated instrument. Specific instructions are not given in the manufacturer's reccomendation. In conclusion, feel that engineered instruments does not allow acceptable decontamination between patients.====================== manufacturer response for is a fusion device intended for stabilization use, capstone spinal system======================central sterile contacted medtronic regarding the cleaning. We are also having problems with other medtronic devices regarding the cleaning process.